Event description:
Bilateral l3/4, l4/5 and l5/s1 decompression with performed with the baxano io-flex microblade shaver. Irrigation and hemostasis were performed after each pass, and total estimated blood loss for the case was noted to be approximately 75cc. Two days postoperatively, the pt's red blood cell count dropped. CT imaging revealed a psoas hematoma at the l3/4 level. The surgeon re-explored the surgery site and found no active bleeding. At their postsurgical follow up visit approximately 3 weeks after the index surgery, the pt was still experiencing significant thigh discomfort as a result of the hematoma and taking pain medication (norco) for these symptoms.